Manufacturer narrative:
The catheter was received at eximo on 05 june 2023. The catheter received had almost no fibers in the tip, an inner blade floating inside the tip; the inner blade was hanged inside the catheter but not separated. The catheter working time was 0 sec at 50mj/mm2 and 256 sec (4:16min) at 60mj/mm2. The laser engraved grooves for enhanced gluing of the inner blade were available. The gw had 2 kinks and its coating was sheared, coating residues were observed inside the catheter's aspiration lumen. No visible kinks were detected along the catheter's shaft. According to the description and the additional information, it can be concluded that during the procedure the laser was not always activated close to the lesion, and this could have caused damage to the optical fibers. The catheter was crossed 3 passes, the lesion type and presence of blood may also contribute factors to the degradation of fibers. Per ifu0120-02: 4. Warnings, 5: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. 8.4. Routine laser activation and advancement of auryon catheter through the lesion: note: the recommended catheter advancement rate is 1 mm/sec. The advancement rate should generally be kept faster than 0.1mm/sec and slower than 3 mm/sec. Avoid higher advancement rates as plaque removal efficiency may be reduced. 8.4.2. Once the desired area is crossed with the auryon catheter, release the footswitch to stop the laser. At this point, you may choose to repeat lasing at areas of the treated lesion that seemed difficult to cross compared to other areas of the treated lesion. If difficulty to cross was noted, you should retrieve the catheter proximally to the lesion area and advance the catheter to the point(s) where difficulty(es) was (were) noted and press the footswitch pedal at this(ese) area(s) only. If no difficulty to cross was noted, then one pass is enough, and you can remove the catheter from the patient's body, and you may or may not visualize the effect at this point. No manufacturing non-conformances were observed during the sample evaluation. DHR of the catheter lot was reviewed in reference to the reported complaint description. The review confirms that the lots met all material, assembly, and performance specifications. The customer's reported complaint description of the inner blade detached from the tip was partially confirmed. The inner blade was hanging of the distal tip but was not completely detached from the catheter. There are several potential root causes for the inner blade to float inside the tip: factors that are patient-specific/lesion specific (i.e., presence of blood in the lesion) and useability (excessive forces applied during the crossing) can propagate rapid fiber degradation causing the inner blade to float inside the tip. The catheter worked close to the maximal allowed duration at its highest energy of 60mj/mm2, which can also result in a higher fiber degradation rate. It should be noted that the inner blade is welded to the gw tube and glued to the inner gw braided tube- hence, it is not expected for this component to completely separate from the catheter. No correction is required since no manufacturing non-conformance was observed during the catheter sample evaluation. The root cause of the inner blade was hung inside the catheter but not separated is related to user error during the procedure. Labeling review: instructions for use (ifu0120-02) is provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. If the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down. If the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. Ask the laser operator to raise the fluence to the 60mj/mm2. Activate the laser and try again to advance the auryon catheter through the lesion. If the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds. If the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using an auryon atherectomy catheter 2.0mm - hydrophilic coated (lot# 74951). Two passes were completed with a 2.0 hydrophilic catheter in a heavily calcified sfa. After the second pass, when the physician was removing the catheter, it became stuck on the command es wire. After removal, the scrub noticed the tip had come detached from the catheter. Upon closer inspection it was noticed that there was a kink in the wire. It was believed this caused the catheter to stick and detach the tip. The physician was finished using the laser so this had no impact on the case. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. (B)(6) 2023: the catheter wasn't removed from the patient without the outer blade (tip). An x-ray test is done for the patient at the end of this procedure (this is the final part of any procedure). Cook sheath 6fr. During the catheter removal through the sheath, there wasn't resistance to removing it. The catheter's total working time is 4.5 min. Lesion type - highly calcified, location - sfa, and length 10 cm. During the procedure pressurized saline (preferably heparinized) wasn't continuously fed through the introducer sheath or the guiding catheter that is positioned as close as possible to the auryon catheter distal tip at a rate of 100ml/min (saline should be fed throughout the entire duration of the atherectomy procedure). According to the additional information from the rep the catheter was crossed 3 passes, the lesion type and presence of blood may also contribute factors to the degradation of fibers.